Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: the device did not open at the 3rd firing of feea, it is not at the 2nd firing. The target tissue was anastomosed with same linear cutter, and additional hand suture was performed to complete the case.

Event description:
It was reported that during a semi-open right hemicolectomy, the knife did not return to home position and the jaws did not open at the third firing of feea. The device was used on the colon. The knife reverse switch and the manual override lever did not function. Then, the tissue was cut additionally with a linear cutter to remove the device from the patient, and the intestinal tract was pulled outside the patient body. The device remained clamping the specimen side of the target tissue. When the remaining tissue in the jaw was pulled forcibly, the manual override lever functioned and the jaws eventually opened. Another device was used and additional hand suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/28/2020. D4: batch # t5ad72. Investigation summary the analysis found that one psee60a device was returned with no apparent damage and with one gst60b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.